Event description:
It was reported that non sustained ventricular tachycardia with an instance of r wave undersensing was observed on the implantable cardioverter defibrillator. The undersensing was thought to be as a result of the preceding r wave being much larger than the undersensed beat. Programming recommendations were made to prevent undersensing. The patient was being monitored. There were no patient consequences.